Event description:
The customer contacted stryker to report that their device would not turn on with ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not turn on with ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was never returned to stryker as the customer declined having the device evaluated. The reported issue of the device not powering on with ac or dc power could not be verified and could not be duplicated. Root cause was not established. The device remains unrepaired with the customer.